Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The end-user reported that "xdcr fault" (transducer fault) and "motor fault" popped up during the functional check. The errors were not reproducible the ventilator was rebooted. The customer's field service technician found a lot of "real time exception and format exception" errors logged in the event log and the ventilator shut down suddenly. There was no patient involvement associated with this issue.